Manufacturer narrative:
During the zoll investigation on (B)(6) 2022, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) upon powering on. The root cause for the observed issue was the seized brake gap on the cabled drive train, likely attributed to lack of proper maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The platform's last power up was on date (B)(6) 2020, occurring before the reported event date of (B)(6) 2022. Performing regular daily checks prevent the brake gap from seizing. Upon visual inspection, a crack was observed on the top cover. The observed physical damage appeared to be characteristic of user mishandling. The top cover was replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to the fault code 16 error message displayed upon powering on. It was found that the brake gap seized on the cabled drive train. The brake gap was cleaned with alcohol to remedy this issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 25 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the zoll investigation on (B)(6) 2022, the autopulse platform (B)(4) displayed fault code 16 (timeout moving to take-up position). No patient involvement.